Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the alleged product issue began approximately two months prior to contacting lfs. The patient reported obtaining blood glucose readings of ¿400 and 250mg/dl¿ on the subject meter. The patient was unable/unwilling to share the details of any medication they take to manage their diabetes. The patient reported developing symptoms of ¿sweating and shaking¿ approximately four days after the alleged product issue began. The patient reported visiting their doctor where they were advised to ¿control their diet¿. The patient reported having their blood glucose tested during this visit to the doctor but could not recall the result. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged inaccuracy began.